Event description:
It has been reported by an end user that a m51p4r power chair has been acting erratic for years. The power chair has hit every door in her home, and ruined all of the door trim. She reported that the power chair has gouged and placed holes in the walls, and she had to replace (B)(6) in furniture that was damaged. Her right arm and upper shoulder have been damage due to the chair forcing her into the walls. No medical intervention was sought as the end user states she does not have the money to go see a doctor to have the injuries checked out.